Event description:
It was reported in a service report that the fowler drifted with weight on it. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: fowler motor/clutch assembly.